Event description:
The company representative reported on (B)(6) 2014 that the patient was going back to his old pain doctor and was going to talk to his doctor about a pain pump.

Event description:
It was reported that patient had a stroke during their implant procedure in (B)(6) 2013, so doctors had been unable to turn patient¿s therapy on. It was reported that it was a major stroke and the patient was in the intensive care until for three days under anesthesia. It was reported that the cardiologist had been afraid to turn stimulation device on at that time. Patient stated they are now ready to have the device turned on.

Event description:
It was further reported that the device had been turned back on. The stimulation was not adequately covering his pain. The patient was going to try and contact his pain management physician for further treatment. It was stated that they needed to see if his lead had migrated. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: ne u_unknown_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
Additional information reported the patient "had some sort of condition they did not know about that caused clotting." It was noted the patient was "doing physical therapy" following the stroke. It was stated that at the time of follow-up the patient's ins remained turned off at the orders of the patient's neurologist and was planned to be turned on later that month.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient had a stroke during their implantable neurostimulator (ins) replacement procedure due to a blood clot. It was stated the patient was in intensive care "for a while" and was working with a stroke doctor. It was reported that at the time of follow-up, the patient wanted to have his ins turned on. Additional information from the patient's nurse reported the patient's stroke did not occur during the implant. It was stated the nurse called the patient the following day and the patient described possible stroke symptoms at that time and was advised to go to the emergency room (ER). It was further stated the patient was then diagnosed with a stroke in the ER. It was reported the patient did have a neurological deficit of weakness that he did not have prior to the procedure. It was noted the patient was "fine" other than the weakness. It was reported the patient's physician thought it did not matter if the ins was turned back on, however it was also noted the patient's neurosurgeon suggested the ins not be turned back on.

Manufacturer narrative:
(B)(4).